Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2021-36016. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. Upon examination of leads, it was noted that the right ventricular lead (rv) had noise that was being over-sensed since (B)(6) 2020 along with noise episodes in recent transmissions. Right atrial (ra) lead had over-sensing as well. The physician capped the ra and rv lead on (B)(6) 2021 and replaced it on the right side as there was occluded access in the left. The patient was in stable condition before, during and after procedure.